Manufacturer narrative:
On (B)(6) 2021, it was reported the pump software did not suspend insulin delivery resulting in pump displaying 'low' bg. Customer consumed carbohydrates to address bg level. Reportedly, the customer declined to perform troubleshooting with tandem technical support. No additional patient or event information was available. Remove: 2199, 4582. Add: 1912, 4613. B1, b2, h1: remove: 2199, 4582. Add: 1912, 4613 .

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump software did not suspend insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no additional information pertaining to the issue was received from the customer. No additional patient or event information was available.